Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the unit to function as intended. He installed the end user's centrifugal system and flow sensor to lab use only (luo) equipment and ran the system for 71 hours. He did not observe the pump to stop, nor did he observe any issues with the flow readings.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the flow sensor had erratic flow readings. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) was troubleshooting the centrifugal pump when he observed the erratic flow sensor readings. The fsr replaced the flow sensor. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation. This complaint is related to (B)(4)/ MFR #1828100-2021-00463.